Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint on the dn that connected the rear pulse wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of a belt for an unrelated issue, a reportable device malfunction was found. The electrode belt failed incoming functionality testing.